Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had an unexpected restart alarm and a keypad anomaly. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed unexpected restart and unable to clear the alarm due to buttons were unresponsive. No troubleshooting was performed. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with all the buttons unresponsive due to corroded keypad traces. Keypad connector was fully locked. Unable to verify unexpected restart error alarm due to unresponsive keypad/button. Unit was received with cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and stained end cap sticker.